Event description:
Pt reported obtaining back-to-back results of 177 mg/dl and 97 mg/dl on the aviva system. Pt reported obtaining add'l discrepant results of 360 mg/dl and 124 mg/dl, on the aviva system, on another day. No adverse event associated with an alleged malfunction was reported. The suspect product was not returned to the MFR for eval.